Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2010 the patient underwent a procedure where a biopsy punch was utilized to access the fixture and a new abutment was placed. Subsequently the patient also underwent a surgical procedure on (B)(6), 2012 for a keloid formation. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.